Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient had symptoms of lethargy, nausea and was thirsty. It was reported that the patient also had a stomach bug. The patient's parent treated the patient the patient with small amounts of fluids and sugar-free popsicles before heading to the hospital. At the hospital, ketones were tested and the bg was over 1000 mg/dl while the cgm was 158 mg/dl. The patient was reportedly in diabetic ketoacidosis (dka). Treatment at the hospital was not disclosed. The patient was in the hospital for several days. At the time of the report, the patient was at home doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.